Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.

Event description:
It was reported the patient received inappropriate therapy for af/at. The device was explanted and replaced. No patient complications have been reported as a result of this event.